Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. It was reported that two needles broke off into the patient. This happened on (B)(6) 2024 unsure when it actually happened 2 different incidents where the needle broke off into patient. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm if two needles broke off during 1 procedure or if two procedures/patients were affected by 1 case of needle breakage each. Did the needle break into separate pieces or did the entire needle detach/pull off from the suture. How were the needle pieces retrieved from the patient? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep is this device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone numbe to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.